Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported difficulty inserting the guidewire. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and there were similar events identified from this lot. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device, referenced in is being filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with two proglide devices were attempted in the right common femoral artery using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. The arteriotomy was a 6fr sheath. Reportedly, the proglide devices could not be backloaded over the 0.035 guide wire. Two additional proglide sutures were successfully placed using the preclose technique. The sheath was upsized to 18fr and the evar procedure was completed. Hemostasis was achieved using the pre-placed sutures from the proglide device. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.